Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following patient identifiers for the following systems: (B)(6) - active (system 1). (B)(6) - performa combo (system 2). Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following patient identifiers for the following systems: (B)(6) - active (system 1). (B)(6) - performa combo (system 2).

Event description:
Customer reportedly received the following results on her active meter, compared to her performa combo meter, within 10 minutes: 319 mg/dl (active) and 63 mg/dl (performa combo). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.